Event description:
The manufacturer received information alleging a failed test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failed test step. There was no harm or injury reported.  The ventilator was returned to third-party service center for evaluation and the customer's complaint was not confirmed. The device did not fail any test steps.      During the evaluation, service required code was observed in the downloaded event log.  The oxygen blending module board was replaced to address the issue.